Event description:
Information was received on (B)(6) 2016 regarding the patient's elevated blood pressure. It was stated that lowering the vns settings did not improve the high blood pressure and the elevation is thought to be unrelated to vns therapy. The physician feels that there are external factors that likely contributed to the increase.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 05/22/2016 that the patient was seen on the emergency room on (B)(6) 2016 and the ed physician was wondering if vns had any impact on blood pressure as the patient had elevated bp. Pa-c came to the ed to turn down the stimulator and the patient was sent home. No additional relevant information has been obtained to date.